Manufacturer narrative:
The following was reported for this complaint: "(B)(6) (puncture site haemorrhage (access site) event description: puncture site haemorrhage (access site) (006): on (B)(6) 2015, during index procedure, the subject experienced hemorrhage at puncture site. Per edc, the subject was treated with poba. On (B)(6) 2015, the outcome of the event was considered as recovered/resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Potential relationship to index procedure per investigator: related." Subsequent information received on 15-december-2016 states that: subject (B)(6) was an (B)(6) female, at the time of enrolment, with a medical history of type 2 diabetes mellitus (treated with oral agent and diet), hyperlipidaemia, hypertension, coronary artery disease, ccs class 2 angina, pci (most recent: (B)(6) 2013; treated with placement of a 2.5 x 16 promus element stent) and cva (most recent: 2010). -tte assessment on (B)(6) 2015 indicated that the subject's qualifying conditions were: aortic valve area of 0.8 cm^2 with a 21.9 mm annulus diameter. The mean aortic pressure gradient was 39 mmhg and the left ventricular ejection fraction was 61%. No aortic regurgitation was noted. (B)(6) clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 269041 did not highlight any anomaly which could contribute to this reported event. The similar complaint review found that there is one similar complaint specific to lot #269041 which has a similar event description. Lot-pc15-037 describes a "small hematoma at the puncture site" which can be considered similar to a "puncture site haemorrhage" however injury to the vascular introduction site and haemorrhage are both anticipated procedural complications and are due to a known physiological effect of the procedure as noted within the instructions for use. Based on the above it has been determined that no significant trend has been identified. The most probable root cause classification code assigned to this complaint is [?]anticipated procedural risk' based on a review of the failure modes and effects analysis documentation and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Injury to the vascular introduction site and haemorrhage are both anticipated procedural complications and are due to a known physiological effect of the procedure as noted within the instructions for use. Injury to the vascular introduction site is considered in multiple locations within the risk documentation the event description confirms that per edc, the subject was treated with poba. On 04-aug-2015, the outcome of the event was considered as recovered/resolved. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
"(B)(6) (puncture site haemorrhage (access site) event description: puncture site haemorrhage (access site) (006): on (B)(6) 2015, during index procedure, the subject experienced hemorrhage at puncture site. Per edc, the subject was treated with poba. On (B)(6) 2015, the outcome of the event was considered as recovered/resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Potential relationship to index procedure per investigator: related." Subsequent information received on 15-december-2016 states that: subject (B)(6) was an (B)(6) female, at the time of enrollment, with a medical history of type 2 diabetes mellitus (treated with oral agent and diet), hyperlipidemia, hypertension, coronary artery disease, ccs class 2 angina, pci (most recent: (B)(6) 2013; treated with placement of a 2.5 x 16 promus element stent) and cva (most recent: 2010). -tte assessment on (B)(6) 2015 indicated that the subject's qualifying conditions were: aortic valve area of 0.8 cm^2 with a 21.9 mm annulus diameter. The mean aortic pressure gradient was 39 mmhg and the left ventricular ejection fraction was 61%. No aortic regurgitation was noted.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
(B)(6) (puncture site haemorrhage (access site). Event description: puncture site haemorrhage(access site) (006): on (B)(6) 2015, during index procedure, the subject experienced hemorrhage at puncture site. Per edc, the subject was treated with poba. On (B)(6) 2015, the outcome of the event was considered as recovered/resolved. On (B)(6) 2015, the subject was discharged on aspirin and clopidogrel. Potential relationship to index procedure per investigator: related.